Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid 1mg/ml at 15mg/day via an implanted pump. Indication for use was noted as spinal pain. It was reported that the patient was implanted on (B)(6) 2016. At a routine post-operative wound check on friday ((B)(6) 2016). It was noted that there was a midline wound was wet with clear fluid. It was stated they noted seroma at pump pocket. The patient was evaluated on (B)(6) 2016 and significant external cerebral spinal fluid (csf) leak was noted. There was a midline csf leak post pump implant. It was checked again on (B)(6) 2016, a surgical exploration was planned for later on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative regarding the midline cerebrospinal fluid leak post pump implant. It was indicated that the patient was referred to the neurosurgeon on (B)(6) for evaluation of renewed cerebrospinal fluid leak. The surgeon processed the patient through the emergency room on the evening of (B)(6) to perform repair. The surgeon noted no disruption of the catheter. The manufacturer was not called to be part of the surgery. It was unknown as to whether the leakage remained resolved. The patient had not been seen for post-op evaluation yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.